Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported blood glucose results of 516 mg/dl and 148 mg/dl on compact system 1, 161 mg/dl on compact system 2 within 10 minutes. Different strips used on each meter. Customer did not have strip information available. No adverse event reported. Meters and strips replaced and requested for return.